Event description:
It was reported by provider that the (B)(4) power chair has a leaky left motor. The provider states there weren't any injuries. He states the batteries weren't holding a charge so he went to replace them. When he removed the shroud, he noticed grease around the motor.